Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported due to prosthesis wear may have been the result of edge loading, patient condition, or a combination, which led to polyethylene wear. However, this cannot be confirmed due to the devices not being available for evaluation. (D11) concomitant device(s): - 36mm cocr +0 head. No information provided in the following section(s): a4, a5, b6, d4 (catalog number, serial number, UDI number and expiration date), g5, and h4. The following section(s) have additional info; a2, a3, g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (g4) aware date for initial submission should have been 25-nov-2019.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 36mm cocr +0 head.

Event description:
As reported, this patient was initially implanted approximately 3 years ago, (B)(6) 2016. It was determined that this patient had excessive poly wear of the liner.